Event description:
Nurse hung infusion of sodium phosphate, 15mmol in 150 ml normal saline (180 ml total volume). Infusion was programmed to run at 45 ml/hr, to run over 4 hours. Approximately 25 minutes later, the nurse checked on the pump and found that less than 100 ml were left in the bag, and that 80 ml had been infused in about 25 minutes. The drip rate appeared rapid. At that point the infusion was stopped. Biomed was contacted regarding the malfunctioning pump. Testing of the pump shows that the pump acts normally during set up and programming. Once the infusion begins, it is like the pump goes into a free flow situation. This has been noted with 2 separate infusion sets. The top pin of the platen is broken, allowing the platen to move out of alignment. With the platen out of alignment, the pump can go into free flow. The pump does not alarm when this situation occurs, as there is no feedback between the set rate and the actual delivered rate during operation. Pump 'brain', pump module, infusion set, and infusion bag have been sent to carefusion as part of the event investigation. Manufacturer response for infusion pump, alaris (per site reporter): investigation is ongoing. No response yet. Manufacturer response for infusion tubing set, alaris (per site reporter): investigation is ongoing. No response yet. Manufacturer response for infusion pump, alaris (per site reporter): investigation is ongoing. No response yet.